Manufacturer narrative:
Additional information was received that the retained suture was due to the incomplete absorption of the incisional suture. It was also reported that the medication was given for the pain that the patient was experiencing due to the retained suture.

Event description:
A report was received that a suture of the patient¿s incision site was retained which was mild in severity. The patient was treated with medication and the event had resolved. The investigator reported the event was related to the study surgical procedure and not related to the study device system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that a suture of the patient¿s incision site was retained which was mild in severity. The patient was treated with medication and the event had resolved. The investigator reported the event was related to the study surgical procedure and not related to the study device system.